Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000135, product ID: bi71000503. Device evaluated by MFR: a medtronic representative went to the site to perform a system check out and the lower door cap and inner door skins were replaced. The system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was closed on something and the cover broke. The cover had broken off into the gantry. There was now plastic visible in the 2d images. There was no patient involvement.